Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that when the surgeon was attempting to remove the end cap from the nail to be extracted, the screwdriver sheared off and was left in the end cap. It was further reported that the surgeon used a pair of forceps to remove the end cap, adding approximately 15 minutes to the procedure, and the procedure was completed successfully with no adverse consequence to the pt.